Event description:
It was reported that post implant the leadless implantable pulse generator (ipg) exhibited an r wave issue. The leadless ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.